Event description:
It was reported that during follow-up in clinic, high capture threshold was observed. X-ray revealed right atrial lead dislodgement. It was unknown when the lead was dislodged. Lead was explanted and replaced. Patient was discharged after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received notes that there was no adverse event to the patient due to lead issue.